Event description:
The device was returned for analysis.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete at this time. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not able to be confirmed.

Event description:
Boston scientific received information that during the implant procedure for this pulse generator, difficulties with a set screw were encountered. The device system had been implanted and the patient was ready to be taken into recovery when it was discovered that the associated right atrial lead had dislodged. The pocket had to be reopened. A new ra lead was implanted. When the device was attempted to be reconnected to the lead, the physician was unable to turn one of the set screws on the device. The device was not able to be re-implanted. There were no adverse patient effects. The device is to be returned.